Event description:
It was reported that a revision surgery was performed due to acetabulum pain. All products were replaced with competitor's implants.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode. The lot is unknown for this device. Our clinical/medical team concluded: no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.